Event description:
During scene; pads would not peel apart, and customer had a problem attaching these pads to the pt. Male age 73 was found to be in cardiac arrest, unit was hooked up and pads failed. Finally pads were placed on pt, unit delivered 1 shock. Pt pronounced at hosp or in field, customer was not sure. The captain involved at the scene, said that the pads did not affect pt outcome.